Event description:
The reporter stated the surgeon attempted to insert a cq2015 collamer three piece lens. The surgeon was advancing the lens in the injector when he noticed the haptic tore. There was no pt contact. The reporter stated this incident was due to loading error. Another same model and size lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4).